Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported single leaflet device attachment (slda) and image resolution poor. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 degenerative tricuspid regurgitation (tr) and flail posterior leaflet for a triclip procedure. During the procedure, imaging was difficult. 3 triclips were successfully implanted. Third triclip had single leaflet device attachment(slda) from posterior leaflet. The slda clip was stabilized by two clips which were implanted prior to it. The tr was reduced to grade 4 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.